Event description:
It was reported that when the physician interrogated the pt's vns on (B)(6) 2009, it was noted that the programmed settings had been changed and were not as he had programmed them at the last appointment 6 months ago. It is not known what the pt's settings were changed to, but the physician changed the settings back to intended settings at the appointment. Attempts for further info are in progress.